Event description:
It was reported that a patient's device was showing high impedance. The patient stated that they were no longer feeling stimulation. It was noted that x-rays appeared fine. No known surgery has occurred to date. No additional, relevant information was received to date.

Event description:
Surgery occurred and it was stated that after the lead pin was reinserted, the impedance appeared normal. Follow up with the physician confirmed that impedance was normal after reinsertion, and that no devices were replaced during surgery. It was also noted that there was no known trauma or patient manipulation of the device that may have contributed to the high impedance. Programming history available to the manufacturer was reviewed and noted the last diagnostics performed on (B)(6) 2018 were within normal limits. No additional, relevant information was received to date.